Event description:
It was reported by user site that the fowler section on a hospital bed was stuck at 39 degrees; the actuator would not move up or down. The bypass mechanism (CPR handel) would not retract the fowler section. There was no consequences to the patient.